Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix exceeded specification the number of turns to extend and retract. It was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Event description:
It was reported that during implant the right ventricular (rv) lead was dislodged by the catheter. Attempts to reposition the lead were not successful, as the helix would no longer respond. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.